Event description:
Pinnacle litigation complaint received ad 8 mar 2022. Patient was revised was due to instability secondary to capsular tear, excision of trochanteric bursitis and seroma. Prior to revision patient alleges of pain, walking difficulties and dislocation. Doi: (B)(6), 2019. Dor: (B)(6), 2020. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). This pc was linked to (B)(4) left hip 2nd revision. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.